Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens, but the lens tore, with a 1/4 of the lens remaining in the cartridge. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the lens was loaded by the surgeon immediately prior to injection and the lens damage was not due to a loading error. The reporter stated this lens was the second primary lens and was to be implanted as a piggy-back, but the surgery was aborted and rescheduled due to a third aq5010v model lens was not available. Implanting a lens as a piggy-back is not an approved procedure by the manufacturer.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn into two pieces, with a piece torn off and missing. One haptic was torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.